Manufacturer narrative:
The low measurement reported by the customer was assessed to potential pose a safety risk if it were to reoccur. A recall class ii has been initiated and reported to the FDA, see 3003044483-07/08/2013-001-r. Investigation: investigation was performed on archived samples since no microcuvettes were returned by the customer. Review of batch documentation (DHR): nothing remarkable found. Three planned deviations, not related to the problem, were effective during the time of production of lot 1303785. Inspection of single packages: the single-packages from archive samples were inspected with regards to marks from the knife cutting the desiccant. All of the packages shown these marks. Analysis of microcuvettes with blood: microcuvettes were analyzed with whole blood. Some microcuvettes are measuring too low compared to reference cuvettes. Conclusion: the malfunction found is damaged single pack pouches related to the production process. Damaged single pack pouches may cause very low glucose results if pouches are exposed to moisture.

Event description:
Hemocue (B)(4) received a complaint on hemocue glucose 201 from a us customer. The hemocue glucose 201 system was reported getting low readings during pt testing. The reading results given by the customer were 20, 25, 30 mg/dl. Quality controls were reported to be within range. No comparisons to other methods were made. No pt impact was reported by customer.